Manufacturer narrative:
Results: bd received had not received samples from the customer facility for investigation. We had received photos. The photos were evaluated and the customer¿s indicated failure mode for sleeve not recovering with the incident lot was observed. However, retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve not recovering was not observed., a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked blood during collection. No serious injury, no medical interventions. No mucos membrane exposure reported.